Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clip would not close or sometimes there was a tear drop shaped clip fire. No further details are available and the device was discarded.

Event description:
It was reported that during a laparoscopic roux-en-y, the tech loaded the device and could not get it to close. The cartridge was seated properly. They then removed the cartridge and tried to close the device and it made a loud click and then they could not get it back open. At this time there was no reload present in the device. They completed the procedure with another like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The ec45al device was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.